Event description:
The manufacturer received info alleging a ventilator alarmed and displayed "vent inop". There was no pt harm or injury reported. The device was evaluated at the manufacturer's service center. The customer complaint was confirmed. The device's system pca was replaced to address the issue.